Event description:
Regulatory manufacturer report number: 1627487-2022-05424. It was reported that the patient's scs system was explanted on an unknown date for an unknown reason. No further information is available.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.